Event description:
It was reported that the device would intermittently not operate on battery power. There was no patient use associated with the reported failure.

Event description:
Reporter alleged obtaining the results of 203 mg/dl and 79 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.